Event description:
Country of complaint: (B)(6). All thread (sutures) opened were detached.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Mfg site eval: samples rec'd: 79 unopened pouches. There are no previous complaints of this code/batch. There are no units in OEM stock. All packs rec'd are tight. Needle attachment of the samples rec'd was tested and the results do not fulfil the requirements of the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: projects in place to prevent recurrence.